Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system including two percutaneous leads (from the same lot) on (B)(6) 2011. It was reported the pt had been experiencing sensory (speech and vision) and memory impairment post implant. The physician believed this could be due to the medications and was not device related. The pt was referred to a neurologist. Further follow-up on the pt indicated, a specific diagnosis on this event has not been determined. The pt's sensory impairments have improved but have not completely resolved. The pt's medical history includes hypertension. A brain cat scan was performed to rule out transient ischemic attack. The pt is currently under care at a hospital. No further info is available at this time.